Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly high atrial lead impedances, pacing and sensing failure were noted tot the subject pacemaker. A pacemaker revision was performed accordingly. The lead was checked with a psa and was kept implanted, the pacemaker was replaced.